Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter; unable to evaluate returned test strips due to wrong vial lot. Most likely underlying root cause of malfunction: user had inaccurate reference.

Event description:
Customer complains of high results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 70-130mg/dl fasting. Verified the strips expire 4/30/2018. Customer confirms the strips have been properly stored and were first opened on (B)(6) 2016. Customer performed a back to back blood test and obtained 184mg/dl and 196mg/dl fasting. Reviewed meter memory: (B)(6). The customer is concerned with all the results in the meter's memory. Customer used the meter for 2 days and took 4 blood tests only. The customer is also concerned with the back to back blood test when fasting and results are too high. The customer did test with meter comparison results to another company meter and the trueresult read 162 and the onetouch read 180mg/dl.